Manufacturer narrative:
.

Event description:
The customer reported a patient who experienced staining, and a burn with blisters to his upper lip after a tee probe procedure. The patient also had staining on the tip of his nose. The patient was examined by a plastic surgeon but was not prescribed any treatment. The burn and the staining cleared without incident.